Event description:
It was reported the pt experienced a change in his stimulation. An sjm representative met with the pt and lead diagnostic test showed invalid contacts. The pt reported he had fallen multiple times in the past few months. Revision surgery was done and the lead was replaced with a new one. The pt is no receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.